Event description:
Metal tip in jaw broke loose while pulling device out through trocar.======================manufacturer response for enseal trio, enseal (per site reporter).======================field rep will investigate.